Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer called emergency services and someone from fema took his blood sugar and gave him a 400 mg/dl reading. When he went to emergency services, his blood sugar read in the high 600 mg/dl range. They did not attend to him for a while after they read his blood and he was waiting for hours. Customer was not attended by anyone for a long time. Customer started getting anxious and worried so the he left back to his house because it was getting dark. Customer did not receive any medical treatment. His condition has improved. He is no longer experiencing symptoms.

Event description:
Consumer reported complaint for e-2 error accompanied by symptoms. The customer is concerned with results obtained results of 285 and 402mg/dl non-fasting. The expected fasting blood glucose test result range is 100-200mg/dl. The customer and did report symptoms of headache and he was feeling anxious. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed non-fasting by the customer and produced test results of 402mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is less than 4 months ago. The meter memory was not reviewed for previous test result history.